Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys hcg+beta (hcg+b) assay on a cobas e 411 analyzer (disk system). Sample 1: initial result: 36 miu/ml. Sample 2: initial result: 38 miu/ml. The initial results did not match the patients' previous results, and the samples were repeated. The customer provided estimated values for both repeat results: 1600 miu/ml. The repeat results were deemed to be correct.

Manufacturer narrative:
The hcg+b reagent lot number was 797723. The expiration date was not provided. The provided calibration history showed successful calibrations with no alarms. The customer provided an example of qc results from 22-apr-2025 and 25-apr-2025, and they were within the provided ranges. The provided alarm trace contained sample lld (liquid level detection) noise (after aspiration) and sample volume insufficient or clot pip. Alarms. These are indicators of possible poor sample quality. The field service engineer found that the cause was due to a component failure. He replaced the seals and the measuring cell, and performed a blank cell calibration and high voltage adjustment. He then performed precision studies, and they were within specifications. Patient samples were tested with successful results. The instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.